Manufacturer narrative:
Per -514 initial report (amendment of the year in the report (identifier number). Please note: the initial report for this event was submitted on 15 sep 2017 but failed due to the year in the reportidentifier section being incorrect. It was originally recorded as 9614209-2019-00065 instead of 9614209-2017-00065. This report has now been amended to the correct date. Corin have received notification that a patient implanted with metafix and trinity devices has dislocated following the primary surgery on (B)(6) 2017. The patient will require a closed reduction or a revision, it is unknown at this time whether a device revision has occurred. Additional information has been requested, however, it has been confirmed that no further details are available at this time. The appropriate device details have been provided, and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event. Unk of the devices have been revised.

Event description:
Corin have been notified that a patient implanted with trinity and metafix devices will require a closed reduction or a device revision due to dislocation.